Event description:
The complainant alleged that during routine preventative maintenance the device did not display ECG. The complainant indicated that there was no pt involvement in the reported malfunction.